Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: bi71000442; product type: 3028-gantry motion (o2) electrical; product ID: m021083c001; (lot: 4.2.1); product ID: bi71000222; product type: 2560-mnav - o-arm system; product ID: bi71000836; product ID: bi71000171; product type: 3048-x-ray (o2) electrical componen; product ID: bi71000175; (lot: 0013142334); product type: 2560-mnav - o-arm system; h3: no parts have been received by the manufacturer for evaluation. Codes fdm b20, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take exposures and the door got stuck. Upon checking the logs, the medtronic representatives (reps) found error 016: small filament currently out of range. The detector was also stuck and homing was not completed. A medtronic representative (rep) visited later to align the source, detector and collimator. They found a detector interface issue. Alignment tools had arrived to align the source detector and collimator. The rep turned the system on, and the system was stuck on booting screen with radiation disabled. They faced a new issue related to detector interface. Logs: 24vdc and 27vdc out of spec. Due to this issue, source and detector light-emitting diodes (leds) were continuously blinking and fan speeds were unstable. The detector interface was found defective. The mobile view station (mvs) screen also had a black spot which was solved after a reboot. The rep couldn't perform alignments due to this issue. Later, the rep installed the generator control board and performed calibrations required after replacing the generator control board. Images were taken, and the rep found issue with the images. The images had a black line on left side of the 2d image. The rep needed to perform alignment of source, detector and collimator. There was no patient involvement. Troubleshooting information was provided. The detector issue was resolved after finding the index pulse and updating the index position. The rep performed troubleshooting steps instructions per the manual and had found the generator control board faulty. Later, the new detector interface arrived and was installed. All issues related to it were resolved except the source led board which got defective due to old detector interface unstable voltages. After installation, the logs did not show detector interface error, and radiation become ready on pendant booting screen. However, the reps faced a new issue related to the gantry motion controller. On the pendant, the system was stuck on booting screen with blinking bars on the motion control. Logs showed error "dmc exception caught on gantry controller. Message: open-error. Device failed to open. Error code -1101".